Manufacturer narrative:
The device was returned for evaluation. The DHR showed no abnormalities related to the reported failure. After evaluation it was determined that the device had a loose locking mechanism. Complaint was confirmed via inspection of the device. Unit was worn resulting in a loose locking mechanism. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
An integra representative reported on behalf of the customer that the locking mechanism of the a2600m mayfield spine table adaptor metal was loose. There was no known patient injury or delay in surgery.